Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Lipoaspirate was collected in the chamber; once it was time to pour the auraclens solution in, it leaked out of the bottom of the device and could not retain any auraclens volume long enough to perform the wash.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as patient information was not provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.